Event description:
Protime microcoagulation system inr 4.3 vs unspecified lab system inr 2.7. One week later, consecutive protime inr 4.1 & 3.4 vs lab 2.9. Treatment based on lab results. Patient therapeutic range 2.0-3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
Manufacturer's method, results, conclusions code- manufacturer evaluation / investigation currently in process.